Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were found to be in a deflated state and had been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 24 cm distally from the strain relief. Multiple hypotube kinks were also noted.

Event description:
Reportable based on additional information received on (B)(6) 2021. It was reported that tube was separated at the y-connector. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 15mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, there was severe resistance in the guiding catheter with 3 wires in the guiding catheter; thus, it was difficult to pass through. It was judged that it was not safe to advance any further and was removed. Subsequently, the mid part of the hypotube got kinked and separated from y connector outside the patient's body. The procedure was completed with a different device. No patient complications were reported. It was further reported that the device was inflated once with a wire for pre-dilation but the wire was difficult to pass through the guide catheter when reinserting. Three separate wires were attempted to be inserted into y connector. Insertion resistance was severe and the device separated during removal. It was also confirmed that the kink on the shaft occurred when proceeding with severe resistance. The y connector did not separate as originally stated, it was then clarified that the shaft separated as it was being pulled out of the y connector.